Manufacturer narrative:
The insulin pump powered up after battery insertion. No blank display or unexpected restart after battery change noted. The insulin pump had constant prime alarms during the displacement test due to excessive motor axial play. We were unable to test for external ram crc error alarm, unexpected reset, the operating currents, perform the unexpected restart alarm test or self-test due to constant prime alarm. The insulin pump had a scratched display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed. The customer stated the history showed an unexpected restart alarm and external ram crc error. The alarm occurred right after inserting the new battery. In addition, the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 54mg/dl. The customer was advised to discontinue the use of the insulin pump and revert to back up plan.